Event description:
--

Event description:
Boston scientific received information that the patient was admitted to the hospital as this right ventricular (rv) lead was found to be dislodged, resulting in oversensing and inappropriate shocks. Additionally, the left ventricular (lv) lead was observed to be dislodged. An invasive revision procedure was performed. The rv lead was successfully repositioned and the lv lead was replaced. An x-ray was performed one day after the revision procedure which confirmed the rv lead had dislodged again. As a result, the physician explanted the rv lead and at that time observed that there was tissue encapulating the distal portion of the lead and the helix. Upon further examination of the lead implant site, the physician discovered that the tissue capsule did not change shape when the helix was extended and retracted and may account for why the lead had dislodged a second time. To date, there were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A setscrew mark was observed on the terminal pin and body tissue was entwined in the helix. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no manufacturing anomalies. Laboratory testing was unable to reproduce the reported clinical observations and was uncertain if the body tissue in the helix contributed to the lead dislodgements.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.